Event description:
Director of operations from aventis informed baxter healthcare corporation that the family of a donor had contacted them in 2003 to notify them that a donor had passed away in 2003. Per the center, the donor was found unresponsive in their bed. This donor had donated earlier. Per the center the donation was "unremarkable" and the donor left the center in good condition. (Prior to donation, vital signs as follows: b/p 153/79, p 86 and t99.) Per the center, the donor has been donating consistently since 2001. Donor was reportedly not on any medications; however, family mentioned that the donor was taking a dietary supplement which contained ephedra.